Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 37 mg/dl at the time of the incident and was treated with food. The customer was experiencing low blood glucose for started (B)(6) 2019. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump was in auto mode at the time of the incident. The customer does not alleged that the insulin pump was over delivering. Based on customer report proceeding in troubleshooting per alleged delivery of insulin without user input. The customer was unable to upload to carelink at this time. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. Frn-mmt-332-rsvr, uno inf set.